Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective pressure sensor assembly. Correction: confirmed fault. Replaced pressure sensor assembly test. Completed hamitlon-c6 test software as per the latest service manual. Unit passed all tests and calibrations including electrical safety test.

Event description:
The following was reported to the hamilton medical ag: summary: during service software : pressure sensor assembly test fails.